Event description:
The customer reported a battery alarm. Further information was provided that the device was not charging. There was no adverse patient impact reported.

Manufacturer narrative:
(B)(4).